Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) within 3 years. High thresholds on the left ventricular (lv) lead were noted. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.